Manufacturer narrative:
This report is submitted on august 19, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 22, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). This report is submitted on october 28, 2022.